Manufacturer narrative:
This event occurred in (B)(6). Calibration and quality control were acceptable on date of patient testing. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high ise indirect gen.2 na and k results on a cobas 4000 c (311) stand alone system. The customer provided questioned results for two patients. It was requested but unknown if the customer reported the initial results outside the laboratory. Patient 1's initial k result was 7.1 mmol/l and repeat result was 3.4 mmol/l. Patient 2's initial k result was 9.9 mmol/l and repeat result was 4.5 mmol/l. Patient 2's initial na result was 156 mmol/l and repeat result was 136 mmol/l. The na and k electrode lot numbers and expiration date were requested but not provided.